Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4). Device evaluated: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving lioresal 2000mcg/ml at 574 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. The patient's medical history was reported as none. On an unknown date, the patient experienced symptoms of increased tone and increased hot and cold sensations. A dye study was not performed but the patient did have x-rays. The patient also stated that her pump had been flipping and had moved from its original position. On (B)(6) 2016, the patient had a catheter revision. Upon explant of the catheter, the pump connector piece was severed from the rest of the pump piece of the catheter. The entire catheter was explanted and a new catheter was placed. The pump was also moved to the opposite side of the body. As of (B)(6) 2016, the event had resolved. The patient's status was reported as "alive - no injury." If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the catheter identified significant twisting that may have affected infusion, and that the catheter break was related to user actions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.